Manufacturer narrative:
Additional information from customer: the damage to the body structure was moderate. The open chest surgery was conducted and the patient needed to be hospitalized. The physician commented the event was not device related. The facility did not provide further information regarding the patient or the procedure. In future, if the single use product is returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).

Event description:
The procedure was for af. Approach was made to left atria without brockenbrough method for the second session. The ez steer thermocool was inserted after the lasso 2515 nav. After one ablation in lipv, the patient began to move frequently. When checked by echo, it was considered pericardial effusion collection, and the patient's condition was changed and decreased blood pressure was observed. Open chest surgery was performed. The outcome of the patient is not confirmed as of now. The physician commented the devices were not related to the event.